Event description:
A healthcare professional reported that (B)(6) male who was involved in a motor vehicle accident rec'd 1 unit of op-1 putty, 2 units of calstrux, autograft, allograft and hardware (not specified) as part of a lumbar fusion on (B)(6) 2006 was hospitalized on (B)(6) 2006 with a (B)(6) wound infection. The infection extended below the fascial plane. Treatment included surgical debridement and antibiotics (not specified). Testing included a wound culture obtained during the second surgery which revealed heavy growth of staphylococcus aureus. Outcome is unk. Causality was reported a unk. The rptr previously submitted this case to the FDA (report # (B)(4)) because it was though that op-1 putty was a human tissue. Add'l info will be requested.

Manufacturer narrative:
Reference report 1224732-2006-00042 and 00044.